Event description:
The customer reported that running an hiv-1 p24 antigen assay, the antigen assey, summit sample handler did not aspirate did not aspirate lyse buffer from position 1 four wells and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.